Event description:
It was reported that during a tips treatment procedure, the balloon ruptured while inside the pt. Under fluoroscopic guidance, a wire was advanced and the tract serially dilated for placement of a tips sheath which was advanced uneventfully into the inferior vena cava. The right hepatic vein was selected and the tips tract was easily created between the right hepatic vein and the right branch of the portal vein. Using several wires and catheters, a balloon was advanced into the tips tract and the area was pre dilated. During an undetermined portion of the procedure, a synergy balloon was used and apparently broke. The balloon was successfully retrieved from the pt and the physician continued the procedure. A wallstent was placed within the tips tract and another balloon was used to post dilate the area. Pressures were measured and were reduced from pre-procedure. Completion portogram reveals good positioning of the tips from the right hepatic vein to the right portal vein. The procedure was teminated after successful tips creation. No pt injury or complications were reported.